Event description:
It was reported, that the device failed the accuracy test multiple times. There was no patient involvement.

Manufacturer narrative:
H3: device not received, by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
D3 - manufacturing plant address, state, and zip code corrected. One device was received for evaluation. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the upstream occlusion sensor. As a result, the upstream occlusion sensor, seal, and printed wiring assembly were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.